Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the audio bolus button was unresponsive and the button slug contact was missing. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/20/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: evaluation revealed that the battery compartment was cracked. The audio bolus button was found to be unresponsive and the button slug contact was missing from the pump. Unrelated to these issues, the audio bolus button cover was observed to be torn. (B)(6).